Event description:
Product surveillance spoke with the peritoneal dialysis nurse on (B)(6) 2010 regarding an unrelated issue. The nurse stated the patient contracted peritonitis on (B)(6) 2010. The patient's condition is ongoing and improved. The patient has been retrained on technique. The nurse stated the patient would have discarded the sample, no companion sample would be available, and the lot number would be unknown.

Manufacturer narrative:
(B)(4). Sample not available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and lower result within the normal reference range was obtained. The elevated result was not reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the mini-cap (gd875575, gd873919) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.